Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unable to attach the connector to the cartridge, despite trying two connectors from two different boxes, until guided to first attach without a cartridge and then reattempt after changing the cartridge, after which the connector attached successfully. Symptoms included no reported clinical effects. Outcomes included no impact to health and no need for medical care. Investigation included agent troubleshooting over the phone. Investigation of this case revealed that the connector interface functioned after reseating and replacing the cartridge, which indicates a temporary assembly or seating issue with the cartridge-connector interface. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with device components resulting in improper initial assembly that was resolved through corrective guidance.